Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019. This report is submitted september 03, 2019.

Manufacturer narrative:
This report is submitted 25 november 2019. - attachment: [151860 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on june 19, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, june 19 2019.